Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose level ranged from 198-324 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.